Event description:
It was reported to philips that the therapy capacitor was tested by the customer and the customer found it to be out of spec. The customer did not provide the energy measurement he saw. There was no reported patient involvement.